Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mechanical valve, mild paravalvular leak (pvl) was observed. The patient was under follow-up with no intervention because the patient¿s condition was stable. Approximately 2 years post implant, an increase in lactate dehydrogenase (ldh) was confirmed, which required re-operation. The pvl was repaired with suturing and the valve remains implanted. No additional adverse patient effects were reported.